Event description:
It was reported that the user experienced difficulty sliding the unlock button on the ilet, later observed a cracked screen, and the device could no longer be unlocked; the device was deemed nonfunctional and replacement was initiated with education on shutdown, data sync to the mobile app, and restart procedures for the replacement. Symptoms included no change in blood glucose and no adverse clinical effects. Outcomes included no alerts or alarms, continued use guidance for the continuous glucose monitoring system, and shipment of replacement supplies with return instructions. Investigation included user interview, troubleshooting, and assessment of device usability. Investigation of this device confirmed and revealed a damaged display or housing that impaired touch or button functionality, consistent with a failure of the user interface component leading to inability to wake or unlock the device. It was concluded, based on previously established findings for similar reports, that the cause was physical damage leading to user interface failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."